Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The small battery drive device was evaluated and the reported condition that the device was not working properly was confirmed. An assessment was performed and it was observed that the device was making an unusual grinding noise, and an oily substance was found inside the gear housing and motor coupling. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the small battery drive device was not working properly. During in-house engineering evaluation it was determined that the device was making an unusual grinding noise. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.